Manufacturer narrative:
The technician replaced the left and right intermediate siderail ucm boards to repair the bed.

Event description:
Information received indicates a loss of function from both siderails.